Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad), was primed as recommended prior to use, and prior to activating the oad the y-adapter was leaking. During the procedure an air bubble was observed at the area after the injection port, and remained in the same position until the procedure was completed. There were no patient complications and no concerns that the air bubble might reach the patient.